Event description:
It was reported that a clearlink system non dehp solution set leaked at the top of the 0.2 micron filter. This was observed during patient use. The tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set leaked at the top of the 0.2 micron filter. This was observed during patient use. The tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Priming was performed with the set and a bag of sterile water which revealed a leak in the vent of the filter. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.